Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that for the last two months during intraocular lens (iol) implant procedures, foreign material in the eye immediately after iol injection. The material is noted to be clear and behind the iol near the site where the plunger would engage the iol. The foreign material has to be vacuumed out of the eye which is challenging. Additional information has been requested.